Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The iesu has been returned and evaluated by the failure analysis (fa) team on 03/10/2026. Error messages, including c-30, c-38, m-11, and others, confirmed in logs on multiple dates. Failure analysis replicated the issue. The underside left lip of housing cover requires rework/correction/replacement due to paint scratch. The iesu was tested on the system and weak effect occurred via mono 1 operations, c30, m11 errors on mono 2 coag. The c30/m11 errors persisted after swapping the cable back to mono 1. The iesu was rebooted and c-38 recurred when attempting mono 1 coag. The second iesu was returned for analysis. The c30, c38, m11 errors were confirmed using the system log review. The iesu was tested on the system and weak effect occurred via mono 1 operations, c30, m11 errors on mono 2 coag. The c30/m11 errors persisted after swapping the cable back to mono 1. The iesu was rebooted and c-38 recurred when attempting mono 1 coag. Probable root cause is attributed to defective generator.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure using an xi system, an operating room (or) staff called to report that they were receiving multiple errors on the integrated electrosurgical unit (iesu). The technical support engineer (tse) reviewed the logs and confirmed the errors. The procedure was completed as planned. At this time, it is unknown whether the procedure was completed using the original configuration.